Event description:
Discordant high results for glucose were obtained on an advia 1800 instrument. The results were reported out and questioned by the physicians. The customer reran the same samples on an alternate instrument in the same laboratory and obtained results that did not match the initial results. Corrected result reports were sent to the physicians. The customer performed quality control (qc) and multiple assays were out of range. Some patients were admitted in the hospital due to the discordant glucose results. There are no known reports of adverse health consequences due to the discordant glucose results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of discordant glucose results was due to the bent paddle of mixer 1. The fse replaced the mixer paddle, adjusted the water pressure, replaced the seals on the sample probe and the reagent 1 probe. The instrument is performing within specifications. Further evaluation of the device is not required.